Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was not winding up and the act button was not responding. Customer's blood glucose was 522 mg/dl at the time of the incident. Customer treated with a manual correction. Caller stated that her daughter's blood glucose was 340 mg/dl today but 2 days ago, her blood glucose was 522 mg/dl. Caller declined to troubleshoot for the unable to dispense message. Customer's blood glucose was 212 mg/dl today. Caller declined to check for possible site or insulin issues. Caller declined to call back to perform the high pressure test once the tubing clamp is received. Customer's mother was advised to have the customer discontinue use of the pump and revert to a back-up plan. Caller was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened and creased express escape and act buttons dome switches. No unlocked lcd keypad connector. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump was received with normal operating currents and passed the self test, a21 error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window and cracked reservoir tube lip.